Event description:
It was reported that pump repeatedly declared altitude alarm and insulin delivery was suspended, during which customer¿s blood glucose rose to a high level, although specific value was unknown. Customer treated high blood glucose with correction injection using multiple daily injections, used backup insulin therapy via injections while pump was not delivering insulin, and followed technical support instructions to clean speaker holes, remove and reconnect cartridge, and then load new cartridge; however, altitude alarm recurred and technical support arranged replacement of pump and cartridge, with customer expressing interest in an out-of-warranty loaner pump.